Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. During a follow up echo later that day, it was noted the mr increased to 4+ and the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A second procedure was performed on (B)(6) 2021. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be confirmed. The reported mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.